Event description:
It was reported that, "the items were removed to implant a constrained liner and the constrained liner would not seat properly so it was removed. Another constrained liner was used and seated properly w/o incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.